Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that reprocessing was not completed based on the manufacturer¿s instructions. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: 7.3 disinfecting the water supply piping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the cysto-nephrovideoscope displayed error e72 when the disinfectant was discharged. The error was cleared by discharging the disinfectant again, and the device can be used normally. There were no reports of patient involvement.